Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), pump error 130. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and confirmed customer received pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Customer was advised to discontinue using the device. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary device is not returning.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The unit received pump error 43 during testing. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests or verify error 130 alarm due to the pump error 43. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 43 alarm on event date 12/04/2024 04:50:19.000, 12/04/2024 04:53:45.000, 12/04/2024 05:11:53.000, 12/04/2024 05:19:04 and pump error 130 alarm on 12/04/2024 01:39:18.000, 12/04/2024 04:50:14.000, 12/04/2024 05:44:56.000, 12/04/2024 05:49:00. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor sensor cable during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails. In conclusion, pump error 43 during testing and pump error 43, 130 alarms in the pump history confirmed due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.